Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were harder to press, less responsive and had a unexplained no delivery alarm. The customer¿s blood glucose level was unknown. Customer also reported that the no delivery alerts becoming more frequent. The customer declined to troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report was created in error, as the event has been reported under a different report.